Event description:
Smiths medical international ltd., has been notified of an event that the user alleges the cuff was difficult to inflate/deflate. The tracheostomy tube was in place for two to three hrs. Unknown if unit was pretested per the instructions for use. No adverse outcome to pt.